Manufacturer narrative:
(B)(4). Initial reporter name and address: (B)(6) university school of medicine. Article citation: "predictors for implant rupture in two-stage tissue expander-based breast reconstruction: a retrospective cohort study". Juyoung bae, byung-joon jeon, goo-hyun mun, sa ik bang, jai kyong pyon, kyeong -tae lee. Department of plastic surgery, samsung medical center, sungkyunkwan university school of medicine, seoul,korea. Society of surgical oncology .published online 30 september 2021. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Through journal article "predictors for implant rupture in two-stage tissue expander-based breast reconstruction: a retrospective cohort study", it was reported that patients reported rupture for an unspecified side. The device has been explanted.